Event description:
A physician has had one occurrence of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the control number relating to this incident. What co has received is the following info: date of surgery 03/06/2000 uneventful. One day postop eye was good. Symptoms started 5 days postop with irritation, pain and photophobia. Vision was down to hand movements and this one sounds more like a real endophthalmitis. Limited vitrectomy, cultures of aqueous and vitreous. Intra-vitreal vancomycin and gentamycin were given with heavy topical steroids. No growth at this point from the ac but from the vitreous growth staph coagulase negative so it looks like this may be a real endophthalmitis rather than a sterile uveltis.